Manufacturer narrative:
On 5/28/2018 - per plexa this patient presented to the ER on (B)(6) 2018 after multiple shocks. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 the patient received inappropriate shocks. A chest x ray confirmed the lead dislodged. On (B)(6) 2018 this rv lead was successfully repositioned due to twiddlers syndrome. The lead was recently discovered dislodged again. A revision and or explant is scheduled for the future. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2018 - this patient presented to the ER on (B)(6) 2018 after multiple shocks. On (B)(6) 2019 - this lead was explanted (B)(6) 2019, due to twiddlers syndrome. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2018 - this patient presented to the ER on (B)(6) 2018 after multiple shocks.

Manufacturer narrative:
On (B)(6) 2018 this patient presented to the ER. On (B)(6) 2018 after multiple shocks. On (B)(6)2019 this lead was explanted. On (B)(6) 2019, due to twiddlers syndrome. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.